Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device has "numerous faults" that have reoccurred after a previous evaluation by bench repair. The customer is requesting that the device be returned for bench repair for the second time in just a few weeks. There was no reported patient involvement/adverse patient impact.